Event description:
On 1/22/98 datascope rec'd the mandatory medwatch form from the user facility; us/dist report number and the following info was rpt'd: the iab leaked and had to be removed under a emergent situation. The iab was not available to be returned for evaluation. (Event complications: none from the report - rpt'd 1/22/98.) (Pt's current status: unk - rpt'd 1/22/98.)